Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of dyspnea and worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment/slda in this incident could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) that contributed to the user experience; however, this cannot be confirmed. The reported patient effect of mr was likely due to the slda, and the dyspnea and fatigue secondary effects of the mr. The additional therapy/non-surgical treatment and hospitalization were a result of case-specific circumstances as the patient underwent an additional mitraclip procedure and the mr was reduced to 1. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Reported as having occurred 6 months post-procedure. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is submitted because the deployed clip detached from one leaflet and remained attached to the other leaflet, mr returned to a grade of 3-4, requiring medical intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2015 to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to <1. Six months after the procedure (date not specified), the patient started to experience fatigue and dyspnea. A control echocardiogram was performed, which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and mr increased to 3. On (B)(6) 2016, a second mitraclip procedure was performed; one clip was implanted, reducing mr from 3 to 1. The patient is in stable condition. No additional information was provided.